Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Sister reported the passing of her brother. No blood glucose value was provided. Sister stated that her brother's diabetes was uncontrollable. Cause of death was listed as complications of diabetes, high blood pressure and heart disease. Nothing further was reported.